Event description:
Consumer called to report having accuracy issues with his meter. Analysis run on clark error grid using mean avg. Reading (280) as reference poont vs. Bd readings (511,51) yielded some data points in the c/f range of the frid, outside acceptalble limits.